Event description:
Bad blister and burn on her shoulder/her skin came off and it was really bad and nasty/ it got a scab on it with a lot of puss [burns second degree]. Scar [scar]. Read the usage instructions on thermacare before she used the product/ she did not check her skin under the product while wearing thermacare [intentional device misuse]. Skin is a little bit rough [dry skin]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A (B)(6) female patient, non-pregnant, post-menopausal, started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number t65609, expiration date oct2020, upc number: (B)(4), about 2 weeks ago ((B)(6) 2018) once for about 2-4 hours for shoulder hurt/ bad shoulder. Medical history included hysterectomy, used to have diabetes one time until she had gastric bypass, but she did not have it anymore. There were none concomitant medications. The patient did not use thermacare previously. The patient previously used salonpas for pain relief about 2 months ago ((B)(6) 2018) for 4 to 6 hours and did not experience any problem/symptom. The product salonpas was for pain and a pain patch to relieve her knee pain. The patient reported that she was badly burned by thermacare neck pain therapy in 2018. The heatwrap took layers of skin off and left a big blister on her shoulder. She had a bad blister and burn on her shoulder and now she has a scar. She had 3 boxes of the thermacare neck pain therapy and has 2 boxes left. She threw away the box that caused her to burn and blister. She just stuck the product on her shoulder and when her daughter helped her peel it off, her skin came off and it was really bad and nasty. It was really weird because she felt that it was warm but did not recall it being warm enough to burn her. It had been on her arm for about 2 hours and it was warm, and it felt good, but when she pulled it off it was nasty. She can send pictures of the area if pfizer needs them. She didn't go to the doctor and treated herself. She used a burn salve on it for a while, a 1% ssd, silver sulfadiazine cream she put on her finger and carefully applied, which was an old medication of her husband's and it was quite old. It took about 2 1/2 to 3 weeks and it healed and the skin came in crusty and nasty and it was really nasty and then it got a scab on it with a lot of puss. She took off the scab and used a triple antibiotic ointment on it and it healed it up. She stated she spoke to the lady pharmacist and she told her to use it. The area healed but was still red and there was one red line on the edge of where she had the burn and blister, but the skin was a little bit rough. The patient classifies her skin tone as fair. She does not have sensitive skin and abnormal skin. The color of the box "you" purchased is red box. She was wearing several layers of clothing over the thermacare product. She attached the adhesive to body. She had the product the edge of the shoulder not where her bra was. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before she used the product. She read the warning about if you are 55 years or older, there is an increased chance of skin burns. Packaging was sealed and intact. Device was available for evaluation. The action taken in response to the event for thermacare heatwrap was permanently withdrawn at the same day the moment she saw the burn (in 2018). The outcome of the event "read the usage instructions on thermacare before she used the product/ she did not check her skin under the product while wearing thermacare" was unknown. The outcome of other event was not resolved. The patient considered the events were related to the device. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events burns second degree, scar and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event dry skin is non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "was badly burned by the product". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] bad blister and burn on her shoulder/her skin came off and it was really bad and nasty/ it got a scab on it with a lot of puss/the area healed but was still red and there was one red line on the edge [burns second degree] , scar [scar] , skin is a little bit rough [dry skin] , read the usage instructions on thermacare before she used the product/ she did not check her skin under the product while wearing thermacare [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 74-year-old female patient, non-pregnant, post-menopausal, started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number t65609, expiration date oct2020, upc number: 305733015025, about 2 weeks ago (nov2018) once for about 2-4 hours for shoulder hurt/ bad shoulder. Medical history included hysterectomy, used to have diabetes one time until she had gastric bypass, but she did not have it anymore. There were none concomitant medications. The patient did not use thermacare previously. The patient previously used salonpas for knee pain relief about 2 months ago (oct2018) for 4 to 6 hours and did not experience any problem/symptom. The product salonpas was for pain and a pain patch to relieve her knee pain. The patient reported that she was badly burned by thermacare neck pain therapy in 2018. The heatwrap took layers of skin off and left a big blister on her shoulder. She had a bad blister and burn on her shoulder and now she has a scar. She had 3 boxes of the thermacare neck pain therapy and has 2 boxes left. She threw away the box that caused her to burn and blister. She just stuck the product on her shoulder and when her daughter helped her peel it off, her skin came off and it was really bad and nasty. It was really weird because she felt that it was warm but did not recall it being warm enough to burn her. It had been on her arm for about 2 hours and it was warm, warm and it felt good, but when she pulled it off it was nasty. She can send pictures of the area if pfizer needs them. She didn't go to the doctor and treated herself. She used a burn salve on it for a while, a 1% ssd, silver sulfadiazine cream she put on her finger and carefully applied, which was an old medication of her husband's and it was quite old. It took about 2 1/2 to 3 weeks and it healed and the skin came in crusty and nasty and it was really nasty and then it got a scab on it with a lot of puss. She took off the scab and used a triple antibiotic ointment on it and it healed it up. She stated she spoke to the lady pharmacist and she told her to use it. The area healed but was still red and there was one red line on the edge of where she had the burn and blister, but the skin was a little bit rough. The patient classifies her skin tone as fair. She does not have sensitive skin and abnormal skin. The color of the box you purchased is red box. She was wearing several layers of clothing over the thermacare product. She attached the adhesive to body. She had the product the edge of the shoulder not where her bra was. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before she used the product. She read the warning about if you are 55 years or older, there is an increased chance of skin burns. Packaging was sealed and intact. Upon follow up on 19dec2018, the patient threw the product and the box away. She only had two unopened boxes that she had not been used. The actual used product was not available to be returned. The agent informed the patient that pfizer would not want these two unopened boxes to be returned. She stated that she told the lady that she didn't realize some of the products had been recalled. Her friend told her. That was what the patient got burned bad on but was informed that that was not a product being recalled. The patient was hospitalized for scar, read the usage instructions on thermacare before she used the product/ she did not check her skin under the product while wearing thermacare, and skin is a little bit rough. The action taken in response to the event for thermacare heatwrap was permanently withdrawn at the same day the moment she saw the burn (in 2018). Treatment was received for skin is a little bit rough and bad blister and burn on her shoulder/her skin came off and it was really bad and nasty/ it got a scab on it with a lot of puss/the area healed but was still red and there was one red line on the edge. She did use burn salve and bandages etc. The outcome of the event "read the usage instructions on thermacare before she used the product/ she did not check her skin under the product while wearing thermacare" was unknown. The outcome of other events was resolved. The patient considered the events were related to the device. Conclusion from the product quality complaint group included: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "was badly burned by the product". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (19dec2018): new information received from a contactable consumer included: actual used product was not available to be returned. Follow-up (21feb2019): new information received from product quality complaints included: investigational results. Follow-up (04jun2019): new information received from a contactable consumer included: hospitalization information, treatment received, and updated event outcome. Company clinical evaluation comment: based on the information provided, the events burns second degree, scar, dry skin and intentional device misuse requiring hospitalization as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events burns second degree, scar, dry skin and intentional device misuse requiring hospitalization as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "was badly burned by the product". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] bad blister and burn on her shoulder/her skin came off and it was really bad and nasty/ it got a scab on it with a lot of puss/the area healed but was still red and there was one red line on the edge [burns second degree] , scar [scar] , read the usage instructions on thermacare before she used the product/ she did not check her skin under the product while wearing thermacare [intentional device misuse] , skin is a little bit rough [dry skin] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 74-year-old female patient, non-pregnant, post-menopausal, started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number t65609, expiration date oct2020, upc number: 305733015025, about 2 weeks ago (nov2018) once for about 2-4 hours for shoulder hurt/ bad shoulder. Medical history included hysterectomy, used to have diabetes one time until she had gastric bypass, but she did not have it anymore. There were none concomitant medications. The patient did not use thermacare previously. The patient previously used salonpas for knee pain relief about 2 months ago (oct2018) for 4 to 6 hours and did not experience any problem/symptom. The product salonpas was for pain and a pain patch to relieve her knee pain. The patient reported that she was badly burned by thermacare neck pain therapy in 2018. The heatwrap took layers of skin off and left a big blister on her shoulder. She had a bad blister and burn on her shoulder and now she has a scar. She had 3 boxes of the thermacare neck pain therapy and has 2 boxes left. She threw away the box that caused her to burn and blister. She just stuck the product on her shoulder and when her daughter helped her peel it off, her skin came off and it was really bad and nasty. It was really weird because she felt that it was warm but did not recall it being warm enough to burn her. It had been on her arm for about 2 hours and it was warm, warm and it felt good, but when she pulled it off it was nasty. She can send pictures of the area if pfizer needs them. She didn't go to the doctor and treated herself. She used a burn salve on it for a while, a 1% ssd, silver sulfadiazine cream she put on her finger and carefully applied, which was an old medication of her husband's and it was quite old. It took about 2 1/2 to 3 weeks and it healed and the skin came in crusty and nasty and it was really nasty and then it got a scab on it with a lot of puss. She took off the scab and used a triple antibiotic ointment on it and it healed it up. She stated she spoke to the lady pharmacist and she told her to use it. The area healed but was still red and there was one red line on the edge of where she had the burn and blister, but the skin was a little bit rough. The patient classifies her skin tone as fair. She does not have sensitive skin and abnormal skin. The color of the box you purchased is red box. She was wearing several layers of clothing over the thermacare product. She attached the adhesive to body. She had the product the edge of the shoulder not where her bra was. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before she used the product. She read the warning about if you are 55 years or older, there is an increased chance of skin burns. Packaging was sealed and intact. Upon follow up on 19dec2018, the patient threw the product and the box away. She only had two unopened boxes that she had not been used. The actual used product was not available to be returned. The agent informed the patient that pfizer would not want these two unopened boxes to be returned. She stated that she told the lady that she didn't realize some of the products had been recalled. Her friend told her. That was what the patient got burned bad on but was informed that that was not a product being recalled. The action taken in response to the event for thermacare heatwrap was permanently withdrawn at the same day the moment she saw the burn (in 2018). The outcome of the event "read the usage instructions on thermacare before she used the product/ she did not check her skin under the product while wearing thermacare" was unknown. The outcome of event "skin is a little bit rough" was not resolved, the outcome of the other events was recovering. The patient considered the events were related to the device. Conclusion from the product quality complaint group included: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "was badly burned by the product". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (19dec2018): new information received from a contactable consumer included: actual used product was not available to be returned. Follow-up (21feb2019): new information received from product quality complaints included: investigational results. Company clinical evaluation comment: based on the information provided, the events burns second degree, scar and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event dry skin is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events burns second degree, scar and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event dry skin is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Bad blister and burn on her shoulder/her skin came off and it was really bad and nasty/ it got a scab on it with a lot of puss/the area healed but was still red and there was one red line on the edge [burns second degree], scar [scar], read the usage instructions on thermacare before she used the product/ she did not check her skin under the product while wearing thermacare [intentional device misuse], skin is a little bit rough [dry skin]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A (B)(6)-year-old female patient, non-pregnant, post-menopausal, started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number t65609, expiration date oct2020, upc number: 305733015025, about 2 weeks ago ((B)(6) 2018) once for about 2-4 hours for shoulder hurt/ bad shoulder. Medical history included hysterectomy, used to have diabetes one time until she had gastric bypass, but she did not have it anymore. There were none concomitant medications. The patient did not use thermacare previously. The patient previously used salonpas for knee pain relief about 2 months ago ((B)(6) 2018) for 4 to 6 hours and did not experience any problem/symptom. The product salonpas was for pain and a pain patch to relieve her knee pain. The patient reported that she was badly burned by thermacare neck pain therapy in 2018. The heatwrap took layers of skin off and left a big blister on her shoulder. She had a bad blister and burn on her shoulder and now she has a scar. She had 3 boxes of the thermacare neck pain therapy and has 2 boxes left. She threw away the box that caused her to burn and blister. She just stuck the product on her shoulder and when her daughter helped her peel it off, her skin came off and it was really bad and nasty. It was really weird because she felt that it was warm but did not recall it being warm enough to burn her. It had been on her arm for about 2 hours and it was warm, warm and it felt good, but when she pulled it off it was nasty. She can send pictures of the area if pfizer needs them. She didn't go to the doctor and treated herself. She used a burn salve on it for a while, a 1% ssd, silver sulfadiazine cream she put on her finger and carefully applied, which was an old medication of her husband's and it was quite old. It took about 2 1/2 to 3 weeks and it healed and the skin came in crusty and nasty and it was really nasty and then it got a scab on it with a lot of puss. She took off the scab and used a triple antibiotic ointment on it and it healed it up. She stated she spoke to the lady pharmacist and she told her to use it. The area healed but was still red and there was one red line on the edge of where she had the burn and blister, but the skin was a little bit rough. The patient classifies her skin tone as fair. She does not have sensitive skin and abnormal skin. The color of the box you purchased is red box. She was wearing several layers of clothing over the thermacare product. She attached the adhesive to body. She had the product the edge of the shoulder not where her bra was. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before she used the product. She read the warning about if you are 55 years or older, there is an increased chance of skin burns. Packaging was sealed and intact. Upon follow up on 19dec2018, the patient threw the product and the box away. She only had two unopened boxes that she had not been used. The actual used product was not available to be returned. The agent informed the patient that pfizer would not want these two unopened boxes to be returned. She stated that she told the lady that she didn't realize some of the products had been recalled. Her friend told her. That was what the patient got burned bad on but was informed that was not a product being recalled. The action taken in response to the event for thermacare heatwrap was permanently withdrawn at the same day the moment she saw the burn (in 2018). The outcome of the event "read the usage instructions on thermacare before she used the product/ she did not check her skin under the product while wearing thermacare" was unknown. The outcome of other event was not resolved. The patient considered the events were related to the device. Additional information has been requested and will be provided as it becomes available. Follow-up (19dec2018): new information received from a contactable consumer included: actual used product was not available to be returned. Company clinical evaluation comment: based on the information provided, the events burns second degree, scar and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event dry skin is non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events burns second degree, scar and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event dry skin is non-serious. The events are medically assessed as associated with the use of the device.